Manufacturer narrative:
This complaint was reported by the patient's lawyer. The device was implanted at (B)(6). (B)(4). The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx ii system was implanted into the patient during a procedure performed on (B)(6) 2017. As the reported by the patient's attorney, the patient underwent a procedure for the removal of the obtryx mesh on (B)(6) 2017 due to severe pain. Boston scientific has been unable to obtain additional information regarding the event to date.